Event description:
It was reported that the patient was admitted to the hospital. They experienced low flow alarms and prior to the alarms the patient was nauseous, diaphoretic, cool/clammy, and short of breath. They escalated the patient's level of care and rapid response was called. The patient labs showed hemoglobin (hgb) 5.0, potassium 7.3, lactic acid 15.2 and these were during the acute episode. The patient was then taken to operating room for chest exploration. The log files were submitted to check potential pulsatility index (pi) events, power spikes and abnormal trends in the parameters. The log files captured an onset of low flow alarms and low pump current on (B)(6) 2026 from 11:01 to 11:22 till end of the log file. The average flow was ranging from 0 to 1.3 lpm with pulsatility index (pi) ranging from 2.8 to 8.7 during this period. The patient set speed was at 4000rpm with low-speed setting of 4000rpm. There were no notable alarm conditions or parameter changes seen in log files. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was reported that the patient coded and was taken to the operating room for the chest exploration. While they were in the operating room, they did not get any flow. An examination of the bowel was performed. It was decided to withdrawal support intraoperative and the patient expired. It was unclear what happened to the patient, but they experienced a tear on the outflow graft which appears to have resulted in bleeding into the pleural space. The ventricular assist device (vad) reported that the patient received cardiopulmonary resuscitation (CPR) prior to returning to the operating room for chest exploration, international normalized ratio (inr) prior to the event was 3.7, 4.0. The log files were captured during an exploratory open chest surgery to evaluate for any acute source of bleeding. It was reported through the patient outcome that the patient passed away on (B)(6) 2026 due to cardiac arrest. Patient hemorrhage/ low flow. The outcome was not considered device or therapy related. No autopsy was performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported bleeding, cardiac arrest, and subsequent patient outcome could not be conclusively established through this evaluation. The reported outflow graft tear could not be confirmed based on the provided information; however, review of the submitted log files confirmed the reported low flow alarms. A specific cause for the reported outflow graft tear and low flow alarms could not be conclusively determined through this evaluation. The submitted system controller event and periodic log files contained relevant events and data from 20mar2026. Multiple low flow hazard alarms were observed. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 also contains information on "preparing the sealed outflow graft" and "attaching the sealed outflow graft to the aorta.¿ section 5 explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 provides instruction for ¿de-airing the pump¿ and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 instructs to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also contains a section on "blood leak diagnosis¿ and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.